Event description:
It was reported that an unspecified medication was started at 1451 with 625ml as volume to be infused. When the medication was finally cleared in the drip chamber at 1736, the pump displayed "766.21ml" as the volume infused (volume infused was "0" prior to starting the infusion). After the 30ml flush was administered at 1746, the pump reflected "796.35ml" as the total volume infused. The event occurred at the hospital's clinical research unit (cru). There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an unspecified medication was started at 1451 with 625ml as volume to be infused. When the medication was finally cleared in the drip chamber at 1736, the pump displayed "766.21ml" as the volume infused (volume infused was "0" prior to starting the infusion). After the 30ml flush was administered at 1746, the pump reflected "796.35ml" as the total volume infused. The event occurred at the hospital's clinical research unit (cru). There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.